Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary:the device was returned and analyzed. Analysis of the device found high internal battery resistance. Analysis of the device memory showed the battery indicator signifying that it the time is approaching for device replacement. The analyst indicated that the most recent battery voltage was 2.74 volts on (B)(6) 2015 and elective replacement indicator (eri) had not been reached. This device was included in that field action, but returned product testing found the device did perform as described in the field action. Concomitant product: 5076-45 lead, implanted: (B)(6) 2005 and 419488 lead, implanted: (B)(6) 2007. (B)(4).

Event description:
It was reported that the cardiac resynchronization therapy pacemaker (crt-p) may have exhibited unexpected longevity and it was possible that the device exhibited variable elective replacement indicator (eri) estimates. The device was explanted and replaced. No patient complications have been reported as a result of this event.